Event description:
It was reported that there was an alleged foot injury to a nurse while engaging the brake/steer pedal on a big wheel stretcher. Reportedly, the nurse has a boot on her foot and may need surgery. There was no info on the pt involvement given.

Manufacturer narrative:
The rptr did not have a model or serial number of the device in use during the alleged injury event. A follow-up report will be submitted should additional info become available.